Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The device's audible alarm function was confirmed to be within the specified decibel level. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, the logs indicate the ventilator was alarming frequently for high priority apnea, low minute ventilation and low respiratory rate conditions. The majority of these high priority alarms were acknowledged by the caregiver as evidenced by alarm silence/reset keypresses. At 02:02:41 local time, the device began alarming for an apnea condition with a duration of 2397 seconds (approximately 40 minutes). This alarm was followed by low respiratory rate and low minute ventilation alarms at 02:03:21 local time with durations of 2357 seconds. These high priority alarms were acknowledged at 02:42:36 local time as evidenced by alarm silence/reset keypresses. At 02:57:51 local time, the device began alarming for a high priority apnea condition with a duration of 4170 seconds (approximately 70 minutes). This alarm was followed by high priority low respiratory rate and low minute ventilation alarms at 02:58:33 local time with durations of 4153 seconds. Although these alarms appear to have corrected, there was no alarm silence/reset keypress to confirm these high priority alarms were acknowledged. The ventilator continued to alarm frequently for high priority apnea, low minute ventilation and low respiratory rate conditions. These high priority alarms were not acknowledged until 05:19:43 local time as evidenced by alarm silence/reset keypresses. The device was then powered off at 05:20:06 local time with the proper sequence of keypresses. Based on testing and the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed.